Event description:
Pt had the catheter inserted through the right subclavian vein and was receiving dialysis. Pt became hypotensive and lost approx 300cc of blood through a crack in the catheter. Pt did not respond well to fluid replacement and was subsequently transported to the hosp for a 36 hour stay. He has since been discharged and there were no add'l complications.